Manufacturer narrative:
(B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown.

Event description:
Doctor reports that there is a fractured unknown zimmer screw in the tsv 3.7 x 13 implant.

Event description:
The initial report incorrectly stated that the screw was reported fractured by the customer. It was not. Customer reported they had a stripped screw.

Manufacturer narrative:
This report is being submitted to relay additional information and corrected information. In the initial report it was incorrectly stated that the screw was fractured. Customer had in fact reported the screw was stripped. This event no longer meets reportability requirements. No further medwatch reports will be submitted for this event.